Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada # 31. Details of surgery: no primary stability, implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone qlty/qty. The device was sent to the mfg. At the event the patient experienced: infection, peri-implantitis, mobility, swelling, bleeding and fistula. No further patient complications were reported.